Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a lateral ankle reconstruction surgery the corcksrew anchors ar-1915ft-1 (lot: 2x 15241985 & 15157689) broke during introduction. This happened 3 times in a row. The connection between the inserter and the anchor broke. Because of this the anchors could not be inserted deep enough and had to be removed. All fragments were removed from the patient. One of the anchors had to be overdrilled, resulting in a bone defect with the patient. The surgery was finished successfully with a different device (big interference screw had to used). It was not necessary to switch the surgical technique or do a second surgery.